Event description:
It was reported the patient came in for a wound check after an upgrade to a medtronic ICD. The device was interrogated and experienced power on reset. The device would no longer connect to wireless telemetry and was unable to session sync. However, it was further reported, during the session the device was able to be reprogrammed and everything else seemed to be working fine. The device remains actively implanted and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. However, data collected from the device was analyzed: on (B) (6) 2010 at 14:15:07, the device recorded a write to locked ram por (power on reset).